Event description:
It was reported that the customer's insulin pump stopped and the patient's blood glucose had been running higher than normal. It was stated that while testing blood glucose levels, the meter would show the correct value but the insulin pump would show a different number. A self-test was performed and passed. During troubleshooting, the meter and the insulin pump both showed the patient's blood glucose was 221 mg/dl. It was also stated that the customer had been in and out of the hospital for ten of the previous twelve months; upon request for clarification, none was given, but it was stated this was not related to the insulin pump or diabetes. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).